Event description:
It was reported to philips that the system would not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the diagnostic procedure. It was reported to philips that the there was an error message ¿xray full message. No patients listed¿. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that there was a remote alert rmt - ipu: free disk space is too low, a user message is displayed on the large screen: "user guidance: free disk space is getting low" and requested an onsite support. The philips field service engineer (fse) went onsite and found that the system would not make x-ray due to an issue with image storage. To resolve the issue, the customer archived and removed all patient data, recreated image store was performed successfully. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.